Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling of the device, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Misuse.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation of b30 error. There were few additional findings. Due to damage on charge coupled device (ccd) unit, the image was not displayed. Because electrical contact of video connector is shaved, the image is not displayed. Scratches were found throughout the device and bending section cover adhesive had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope exhibited b30 scope communication error. The issue was found during inspection for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.